Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that a patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. No further details were provided in the initial reporting. Upon follow-up with the pdrn, it was confirmed the patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (unknown dosages and frequency) to address the infection. The modality of renal replacement therapy utilized during the hospitalization was unknown, but it was believed that it may be ccpd therapy as the patient has retained their pd catheter (not a fresenius product). The patient was recovering from the event awaiting discharge. It was confirmed, though the exact cause of this infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient planned to resume ccpd therapy on the same liberty select cycler at home as before the event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service that a patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. No further details were provided in the initial reporting. Upon follow-up with the pdrn, it was confirmed the patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (unknown dosages and frequency) to address the infection. The modality of renal replacement therapy utilized during the hospitalization was unknown, but it was believed that it may be ccpd therapy as the patient has retained their pd catheter (not a fresenius product). The patient was recovering from the event awaiting discharge. It was confirmed, though the exact cause of this infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient planned to resume ccpd therapy on the same liberty select cycler at home as before the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported to by a medical professional. Though effluent fluid cultures presented no growth, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.